Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned but severed in two segments. Resistance tests were completed on the lead segments to assess lead electrical performance; measurements were within normal limits. An x-ray confirmed that there were no conductor fractures. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range impedances and evidence of oversensed noise which could be reproduced with arm movement. There was loss of capture (loc) at 3.5 volts and the patient complained of muscle/pocket stimulation. The lead was explanted without incident.